Event description:
Initial notification (3/22/1999), additional info (3/24/1999). A 49-year-old male experienced heart failure and subsequent graft failure and died 3 days following heart transplant surgery on 1/3/1999. The pt's history was significant for ischemic cardiomyopathy. Viaspan was used for organ preservation. The viaspan available to the transplantation unit were from lot numbers d8 f16, d8 f25, and d8 i22. The viaspan was not filtered and viaspan was not flushed from the donor organ prior to transplantation. The reporter thought that there was a possible relationship between the heart failure and viaspan. The dupont pharmaceuticals co is both the MFR and distributor for viaspan.